Event description:
Client was being ambued and suctioned via trach tube prior to administering the inhalers when she turned herself over and the trach tube snapped. Description: customized flex-tend trach tube with pediatric neck phlange; standard curve; uncuffed; "c" shaft length 20mm "d" shaft length 31 mm; i.d. 4.5 o.d. 6.7 mm